Event description:
During baxter's evaluation for an unrelated complaint, the device was revived with a "door not fully latched alarm". There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received with a "door not fully latched" alarm, caused by a failed upper link switch. The upper auxiliary assembly was replaced.